Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of device history records for manufacturing revealed no complaint related issues. Visual examination revealed the reamer head is stuck on the flexible shaft what points to the fact that the coupling prongs were twisted during mechanical overloading. The shaft was bent and shows marks of forcible use at the machine coupling. Outside diameters met specifications.

Event description:
It was reported during a tibia nailing procedure, surgeon was reaming with the 8.5 medullary reamer head on the 5.0mm flexible shaft. Reamer head and shaft became stuck and a snap was heard. Reamer head and shaft were removed. Reamer head had broken in five pieces and the shaft was stuck on the reamer head. Removed pieces that could be, x-ray showed one piece was left in the tibia.